Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the poly trial broke during the procedure. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code- suggested code: mechanical (g04)- provisional bottom. Performed a visual inspection of the returned item and found it to exhibit signs of repeated use nicked / gouged and the post feature has fractured off. All pieces were not returned. The device history records and receiving inspection reports for item were reviewed for deviations and/ or anomalies with no anomalies/ deviations identified. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history identified no additional similar complaints for the reported item and part and lot combinationrevierevie fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile as specified in the dfmea. A definitive root cause cannot be determined. No corrective or preventive actions resulted from this event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.